Manufacturer narrative:
Update 20 jan 16: decision tree reassessed complaint no longer reportable. The investigation has been completed; the product was returned to the chu for evaluation. Visual examination revealed that the tip of the hexlobes on the x25 inserter distal tip is stripped and not broken. No report of any adverse consequences to a patient or delay and a surgical delay of only two minutes was reported. If the device functional issue were to reoccur, it is likely other drivers of the same product code or alternate drivers with the same tip configuration would be readily available in the kit to complete the case without issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device manufacture date: oct 12, 2006;oct 25, 2006;nov 30, 2006. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a posterior lumbar revision case when it came time to place the set screws, we noticed that the expedium 6.35 set screw driver (2797-63-000 lot #g0906) was not retaining the set screws very well, even with bone wax. Luckily there are two per pan, so we placed the loose one on the back table and completed the rest of the case with the backup x25 inserter. After taking a look at the driver after the case, it is clear that the retention clips in the tip of the driver are missing. We are unsure when this happened, but it was not in a recent case that we are aware of. The procedure was completed successfully with no patient harm. The driver will need to be replaced.